Event description:
It was reported that bigeminy occured during auto mode switch episodes due to far r-wave oversensing. Programming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that far-r oversensing on the atrial channel was noted. It was reported that the previous programming suggestion to adjust atrial sensing was not made. The oversensing caused inappropriate atp. The patient¿s device was reprogrammed. The patient¿s condition was stable before, during and after reprogramming. The patient will continue to be remotely monitored.